Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial: (B)(6). Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine 2.1.0 h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when using the gray and orange navlock during a case, the gray navlock was face-down and under a towel, and the surgeon was navigating using the orange navlock, however the software indicated that the gray navlock was currently in use instead and navigating accurately. The system correctly saw it as the orange navlock for parts of the case. When navigating the gray navlock, they did not see the system switch between which navlock it was navigating. Nothing was inaccurate for the case and that the case moved forward as expected, except for that the incorrect navlock was shown as navigating on the right side of the screen. Troubleshooting was not possible. There was no delay and no impact to patient outcome.

Manufacturer narrative:
H6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Code d15 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.